Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had experienced hyperglycemia with blood glucose level of 500 mg/dl to 600 mg/dl and insulin pump had a broken force sensor was detected during seating or regular delivery. Customer stated insulin pump was not exposed to a high magnetic field. Customer stated that insulin pump had hardware low level failure. Customer was able to clear the alarm and also was able to rewound the insulin pump. Customer stated that insulin pump had passed the displacement test but did not pass the self test. It was unknown if the insulin pump was on auto. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify pump error 35 alarm due to moisture damage on electronic assembly. Unable to verify pump error 63 alarm or device test failed alarm due to critical pump error (open book image) alarm.

Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that due to pump error and loss of communication, auto mode was not active.